Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful periods"), menorrhagia ("prolonged periods/excessive or abnormal menstrual bleeding"), menstruation irregular ("irregular periods"), vaginal infection ("vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), weight fluctuation ("weight fluctuations") and depression ("depression"). The patient was treated with surgery (laparoscopic assisted bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, menstruation irregular, vaginal infection, vaginal discharge, abdominal distension, memory impairment, fatigue, alopecia, migraine, weight fluctuation and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: ppf received: newly added events- depression, essure removal date were added, product indication were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful periods"), menorrhagia ("prolonged periods/excessive or abnormal menstrual bleeding"), menstruation irregular ("irregular periods"), vaginal infection ("vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (laparoscopic assisted bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, menstruation irregular, vaginal infection, vaginal discharge, abdominal distension, memory impairment, fatigue, alopecia, migraine and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful periods"), menorrhagia ("prolonged periods/excessive or abnormal menstrual bleeding"), menstruation irregular ("irregular periods"), vaginal infection ("vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (laparoscopic assisted bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, menstruation irregular, vaginal infection, vaginal discharge, abdominal distension, memory impairment, fatigue, alopecia, migraine and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. A73749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful periods"), menorrhagia ("prolonged periods/excessive or abnormal menstrual bleeding"), menstruation irregular ("irregular periods"), vaginal infection ("vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), weight fluctuation ("weight fluctuations") and depression ("depression"). The patient was treated with surgery (laparoscopic assisted bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, menstruation irregular, vaginal infection, vaginal discharge, abdominal distension, memory impairment, fatigue, alopecia, migraine, weight fluctuation and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: plaintiff fact sheet received. Reporter added. Essure lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. A73749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful periods"), menorrhagia ("prolonged periods/excessive or abnormal menstrual bleeding"), menstruation irregular ("irregular periods"), vaginal infection ("vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), weight fluctuation ("weight fluctuations") and depression ("depression"). The patient was treated with surgery (laparoscopic assisted bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, menstruation irregular, vaginal infection, vaginal discharge, abdominal distension, memory impairment, fatigue, alopecia, migraine, weight fluctuation and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.